Event description:
It was reported that during a lap gastric bypass procedure, the device was difficult to remove from gastrojejunostomy, resulting in a tear in the gastric pouch. The doctor oversewed the anastamoses, which increased the o.r. Time by 45 mins. No other pt consequence. The pt is doing fine.